Event description:
The patient contacted animas on (B)(4) 2012 reporting a blood glucose level of 28 mmol/l with small ketones associated with incorrectly programming the pump. The patient reported receiving the pump and attempting to program it however, the patient's blood glucose levels increased to 28mmol/l. The patient stated that the daily dose of insulin was supposed to be 12.5 units however the pump showed 1.25 units. The pump basal rates were reviewed and found that the rates were programmed with the decimal in the wrong place resulting in the patient receiving one tenth of the intended dose. This report is made based on the allegation that the patient experienced hyperglycemia related to incorrect programming of the pump basal rates.

Manufacturer narrative:
Follow-up #1 date of submission 06/16/2015-correction:the following statement was entered in error and should be disregarded: ¿unrelated to the complaint, a battery compartment crack was observed.¿

Manufacturer narrative:
Follow-up #1 date of submission 06/16/2015-product analysis:the device was returned and evaluated by product analysis on 05/28/2015 with the following findings:review of the pump¿s black box revealed data relevant to the complaint was overwritten due to extended pump use; no abnormal behavior; total daily dose totals were appropriate per the user programmed basal rates. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. All deliveries performed during investigation were accurately recorded in the pump¿s history. Unrelated to the complaint, a battery compartment crack was observed.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.